Event description:
A customer reported that a pt had received local peribulbar anesthetic block in anticipation of surgery. The system displayed a message indicating that the footswitch was pressed before the surgery. The surgery was started after a delay of 20 minutes and completed in the normal fashion with the same equipment. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).